Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a crack on the syringe body of the bd ultra-fine¿ insulin pen needle, which caused medication to leak. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that there was a crack on the syringe body of the bd ultra-fine¿ insulin pen needle, which caused medication to leak. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: two evaluations were carried out. Franklin lakes investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 6347989. Customer states that there is a crack on the syringe body, and it is impossible to use, because the medicine starts leaking. The returned syringe was examined and exhibited cracks in the barrel ranging from the (B)(4) unit markings which could cause leakage to occur. Sample was forwarded to manufacturing (holdrege) on 13jul2018 for further review. Holdrege investigation summary: on 18jul2018, holdrege received one (1) 0.5ml, 8mm, 30g syringe in an opened polybag from batch # 6347989. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. This sample was tested for aspiration capabilities and it was noted that the device's fluid pathway was breached by the cracks within the barrel wall. This was evidenced by expulsions of fluid from these cracks. Probable root cause(s) include, but are not limited to: jam on the metro during assembly at the prep dial, causing a stress-fractures within the barrel wall; a jaw jam on the ffs (form fill & seal) equipment, partially crushing the syringe barrel in the process. 24 jul 2018a review of the device history record was completed for batch# 6347989. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for broken barrel on lot # 6347989 and the 1st related complaint for leakage on lot # 6347989. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was a crack on the syringe body of the bd ultra-fine insulin pen needle, which caused medication to leak. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.